Manufacturer narrative:
B5: describe event or problem h3: the sample is under evaluation by manufacturing site d10: device available for evaluation? And h6: medical device problem code d1: brand name d4: catalog number, lot number, expiration date, UDI di#, h4: device manufacture date.

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient fell and broke the post one (1) jrny ii bcs xlpe art isrt sz 5-6 lt 11mm. A revision surgery was performed on (B)(6) 2023 to address this adverse event. Insert was replaced with a constrained poly. Patient's current health status is unknown.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the post fractured off. The post was returned. Also the device reveals discoloration and sign of wear. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that as of the date of this medical investigation, no clinically relevant supporting documentation has been provided. Therefore, there were no clinical factors found which would have contributed to the reported insert breakage. However, it was reported that the patient fell and broke the post of the jrny ii bcs xlpe art isrt sz 5-6 lt 11mm. The impact to the patient beyond the revision surgery cannot be determined. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management and information for use files revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. According with the inspection drawing, the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high molecular weight polyethylene shall be controlled. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient fell and broke the post one (1) jrny ii bcs xlpe art isrt sz 5-6 lt 21mm. A revision surgery was performed on (B)(6) 2023 to address this adverse event. Insert was replaced with a constrained poly. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).